Event description:
It was reported that the ar-8935l-10s the screw is not locking into the hole. No adverse effect on the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint allegation is not confirmed. One unpackaged ar-8935l-10s was received for investigation. Visual evaluation did not identify any damage or malfunction. Functional testing found no problem with the device.